Manufacturer narrative:
Additional information: h3 plant investigation: the sensor box was returned for evaluation. The sensor box contained the cable d500-0187cb. The failure at hand could not be reproduced. During an endurance test, the error did not occur again. The cable and filter were installed correctly, and the orientation of the connections was in accordance with product specifications. On connector x11 of part d500-0144ad, dirt and imprints were visible on the contact springs. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU). The sensor box filter was changed in december of 2022. In addition, the described failure pattern is induced by low supply voltage. The supply voltage for the digflow mini card was too low, which was probably caused by high contact resistance at connector x11. A CAPA was opened to address this issue, and actions will be implemented to prevent the occurrence of this error in the future.

Event description:
It was reported that alarms e206 and e208 occurred during a patient¿s treatment. The flow rate was no longer displayed, but the console continued to operate and the pump was still running. The malfunction continued even after the flow sensor was changed. Upon follow-up it was confirmed that the alarms were related to a CAPA that was opened for flow measurement issues. The sample was returned for evaluation. Despite multiple attempts to obtain additional information, no further details have been provided.

Event description:
It was reported that alarms e206 and e208 occurred during a patient¿s treatment. The flow rate was no longer displayed, but the console continued to operate and the pump was still running. The malfunction continued even after the flow sensor was changed. Upon follow-up it was confirmed that the alarms were related to a CAPA that was opened for flow measurement issues. The sample was returned for evaluation. Despite multiple attempts to obtain additional information, no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.